Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue but failed to release from the catheter. Reportedly, the clip had to be ripped off the mucosa causing a tear and profuse bleeding. The patient was admitted overnight to the intensive care unit for observation, and the bleed was treated with competitor¿s clips. There were no further complications reported as a result of this event. The patient¿s condition has been reported to be stable, and the patient has been discharged from the hospital.